Manufacturer narrative:
Product event summary: the controller ((B)(6)) and battery ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the battery revealed that the cable was cut apart damaging both sheath and electrical wires. Functional testing could not be performed due to the condition of the battery. External visual inspection of the controller under 10x magnification revealed hairline cracks around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode on the communication line pertaining to power port one. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged. Functional testing of the controller revealed the battery status lights on power source one of the controller did not match the capacity light emitting diode (led) of a test battery. Log file analysis revealed that there were power source one disconnect alarms active around the time of the reported event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the reported cutting of the battery cable, leading to an over current condition within the controller which likely damaged the transient voltage suppressor diode and the integrated circuit. Additional products: battery (B)(6) h3: yes, h6 :FDA method code(s): 10, 4112 h6, FDA results code(s): 180, h6: FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-06-04. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was using a hedge trimmer and accidently cut their battery cable in half exposing the wires and dam aging the cable's outer sheath. The patient attempted to connect a new battery to the controller. When a new battery was attached, the battery status light on the controller would not turn on and the controller continued to alarm that power needed to be connected. The controller battery port was inspected with no obvious damage noted. The batteries were checked on the patient's back-up controller and all worked appropriately. The patient's primary controller was exchanged to their back-up controller and the battery was replaced. No patient complications have been reported as a result of this event.